Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that it looks as if the preloaded monofocal intraocular lens (iol) has a paracentral defect. Account indicated that it appears as if the iol is broken internally, approximately 1-2mm inside the edge of the lens. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 16-dec-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the video provided by the customer was evaluated. An implanted lens was displayed. The optic body of the lens appeared to be damaged. The damage matched the customer's drawing. The nature and origin of the damage could not be determined from the video evaluation. The customer provided photograph was evaluated. It showed an eye being implanted with an intraocular lens claimed to be a tecnis eyhance preloaded in the simplicity delivery system model dib00. A crack like mark with triangular shape located in the lens mid periphery at 9:00 in relation to the picture orientation was found. Due to the location of the mark it is possible to cause some visual distortions/disturbances in the event the lens remains implanted; however, the definitive clinical impact and the incident root cause could not be determined through a photograph assessment. As no product has been received, no further evaluation could be performed the complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.